Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user could not rotate the connector to attach it to the pump despite proper alignment and a rewound pump, and the issue resolved when a third connector from another lot was used, indicating two prior connectors would not engage. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Customer care provided support that included customer troubleshooting and education by guiding alignment and replacement of the connector. Investigation of this case revealed a suspected faulty disposable connector that prevented engagement with the pump interface, which was confirmed by successful attachment using a different connector from the same process step, and no pump alerts or alarms occurred. It was concluded, based on previously established findings for similar reports, that the cause was a component manufacturing or variability issue with the connector.